Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pcs). During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. The pusher assembly of a pod pc then became bent while being advanced within the microcatheter and, therefore, the pod pc was removed. The procedure was then completed using new pod pcs and ruby coils, and the same microcatheter. There was no report of an adverse effect to the patient.